Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) observed the pump to display a "cover open" message when the lid was closed or open. It was determined that the cover interlock switch had moved out of position, preventing the cover magnets from completing the circuit. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the false blood pump cover open notification. He replaced the roller pump with a spare. The unit operated to the manufacturer's specifications. The suspect part will be sent back to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a "cover open" notification for the blood pump even when it was closed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.